Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.5. Date: (B)(6) 2011, lab: 3.8. Patient's therapeutic range: 2.0-3.0. Patient has had a cold and started coughing up blood on (B)(6) 2011, at that time patient went to the emergency room.